Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision with a 325cc mentor memorygel breast implant had blood work which came back positive for an autoimmune disorder. In (B)(6) 2019, the patient began experiencing pain and discomfort on her left breast. There were no reported clinical signs of infection. No reports of rupture or other product issues. At the time of this summary, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's right-sided device.